Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents from the lot. All available information was investigated, and the reported difficult to remove from the anatomy appears to be due to patient morphology/pathology (rich subvalvular tissue at the region). However, a cause for the reported thrombus cannot be determined. The reported patient effect of thrombus as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the interaction with the chordae and thrombosis. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced into the patient anatomy however interacted with the chordae when entering the left ventricle (lv) for repositioning. The cds was able to be removed from the chordae however thrombus or tissue was noted on the raised gripper arm. The cds was retracted and removed from the patient. The procedure was completed by implanting 2 clips, reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.